Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. No device was returned for analysis additional information: customer was contacted and indicated that they have no further information about the event. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.